Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist will send a letter and has reviewed information the patient gave to a customer care advocate, cca, on (B) (6) 2009. The patient alleged her one touch ultralink required frequent battery changes. The cca informed the pt that the lifetime of the batteries with the pump com on is approximately three months. The cca replaced the meter. Reportedly, the meter displayed either low battery icon or low battery two days after replacing to batteries. It is unclear if the battery icon appeared with a result (indicates there is enough power for 25 more tests), or if the meter prompted low battery (indicates the batteries do not have enough power to perform a test). Whether the patient obtained a blood glucose result the night of (B) (6) 2009 and bolused insulin was not provided. At 8:30a.m on (B) (6) 2009, the patient awoke after a son and coworker called to check on her. The patient was feeling low after being awakened, but could not describe the symptoms. The patient drank apple juice that she always has on her nightstand for possible low blood glucose and later went to work. There is no evidence the product contributed to injury, since the patient was symptomatic before testing and self treated. Because the alleged power issue could not be resolved, the complaint is reported.